Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were not within normal limits. An x-ray of the lead was performed which revealed the lead had fractured at the terminal end as well as at the lead tip.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The helix had been extended and retracted three times for adequate placement, however the helix became lodged in the housing and would no longer extend. A different lead was successfully implanted. No adverse patient effects were reported.